Event description:
Independent repair center customer alleged alarming/red light, and the key failure is the valve is stuck. Associated malfunction for this device: inlet filter dirty, pe valve leaking.